Manufacturer narrative:
No samples were received for investigation for pr (B)(4), in which the customer has stated: ¿we are having issues with this air flap on the giving sets. They just don¿t seem to vent like they used to, hence the need for airway needles¿. The product in use at the time is reported to be a 2200-0006. Lot number was not provided by the customer. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Please note that the air vent is designed to allow air into the fluid container when using a glass bottle or semi-rigid container. When inserting the spike and filling the drip chamber, whether using collapsible bags, glass bottles or semi rigid containers, it is important that the air vent cap is in the closed position. However, once the drip chamber is primed the air vent should remain closed when using collapsible bags and open when using glass bottles. Please follow the container manufacturer's recommendations regarding venting of semi-rigid containers. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2200-0006 product over the past 12 months.

Event description:
It was reported that bd gem v/nv had flow issues. The following information was received by the initial reporter with the following verbatim: customer emaile bd account manager. The original comment is - we actually think we are having issues with this air flap on the giving sets. They just don¿t seem to vent like they used to, hence the need for airway needles. I¿m not sure if there is a manufacturing issue but we are having real issues with the ivig and conc. Alb. Glass bottles.